Event description:
On (B)(6) 2017 the reporter contacted lifescan USA, alleging unusual issue as ¿meter and cable cord is getting really hot and not charging meter¿. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.